Manufacturer narrative:
Approximate age of device- 1 years 7 months 25 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency department on (B)(6) 2019 due to left sided chest pain. The pain had previously improved with post operative medications but started worsening and not responding to oral narcotics. Patient had idc exchanged on (B)(6) 2019 and reported an episode of low flow alarm on (B)(6) 2019. The patient had an at home febrile episode of fever 101.4; their white blood cell count is now 11 and antibiotics are being held. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, the low flow alarm reported on (B)(6) 2019 was confirmed; however, a specific cause for the low flow alarm could not be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6); no product is available for investigation. The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.